Event description:
While the stimulation was turned on, the patient experienced a shocking/jolting sensation following a fall. During the last day of her trial, she stumbled and "yanked on the cord". She then noted a change in the stimulation area. When the stimulation was turned off the sensation was described as "like hitting your funny bone" and it was becoming uncomfortable. Previous to the fall, she felt "tapping" in the vaginal area and had 100% symptom control and now felt pain in her leg at even 0.1 volts and curling of her toe. The patient was scheduled for a revision. She was at home and was redirected to her physician. Unable to follow up with the contact information and no additional information was obtained.

Manufacturer narrative:
(B) (4).